Manufacturer narrative:
Analysis was able to confirm the reported broken output connector. Analysis also noted that one case screw was con taminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial cable would not stay locked in the atrial output port of the external pulse generator (epg). The epg was returned for service. There was no patient involvement.